Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had died due to lung disease. The patient's wife reported that the device did not treat the patient at the time of the death. The caller also inquired if this device was apart of a recall/advisory notification.